Event description:
A nurse reports that following lasek surgery on the left eye with custom hyperopia/astigmatism, this patient was over corrected by 4 diopters at 11 days post-op. Limited patient records have been provided additional information has been requested.